Event description:
It was reported a patient underwent carotid artery stenting and angioplasty in the (B)(4) study. A gore embolic filter (gef) was used for embolic protection. The filter was advanced and deployed; however, after stent placement, during filter retrieval, the filter became caught on the stent, causing the stent to be partially compressed in length. The filter was eventually removed while partially enclosed in the retrieval catheter. An attempt to revise the previously deployed stent was made. Multiple wires were introduced. Eventually it was possible to advance apex balloons in succession. A previously seen filling defect was now improved; however the patient began exhibiting neurological signs of a cerebral embolic event. One day following the procedure the patient was stable but the neurological deficit was still present.

Manufacturer narrative:
Results - a review of the manufacturing records for the device is currently in progress. An engineering investigation for the device is currently in progress.